Event description:
It was reported that a thicker poly insert was implanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.